Event description:
A sentrant introducer sheath was attempted to be used in a patient during an endovascular procedure. It was reported that the inner and outer tubes of the sentrant sheath were difficult to engage together. The sentrant sheath was not used and replaced with another sentrant sheath to complete the case. Another manufacturer's stent graft was implanted. No further information was provided.

Manufacturer narrative:
(B)(4).